Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported after the pt was taken into an MRI suite he experienced heating at his scs ipg pocket site. The pt also experienced his scs system turn on by itself and felt like his scs ipg was being pulled from his back. The pt has been experiencing pain in his legs since this event. The pt plans on seeing a pain physician. No additional info is available at this time.